Event description:
As reported by the user on (B)(6) 2012, a male pt of unk age, presented for a nanoknife ablation of a metastatic hcc lesion in the abdominal cavity. The lesion situated between the spleen, left kidney and the small bowel. It was reported by the treating physician on (B)(6) 2012 that the pt was experiencing melena. Follow up with the treating physician on(B)(6) 2012, noted that pt responded well to the ablation and presents no evidence of injury to surrounding structure. Other than a few days of mild melena, the pt never experienced any other symptoms or complications. There was no report of permanent harm or injury.

Manufacturer narrative:
The lot number was not reported. A ship history review was conducted on the reported catalog number. This complaint has received the following lots of the reported catalog number (lots 110318 and 110310). The incoming records for ire single electrode probe, 15 cm catalog number 20400101 lot numbers 110318 and 110310 were reviewed. This product was manufactured tested and released according to specification. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up info will be sent via a follow up medwatch. (B)(4).